Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery and left circumflex artery. This 10mmx3.00mm wolverine coronary cutting balloon monorail was selected. However, on the third inflation the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. No patient complications were reported.